Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable will fall out of the pump usb port. At times, the cord falls out of the pump overnight and prevents charging. Replacement cable was sent to the customer. There was no reported impact to customer's blood glucose level.